Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported that the mass was difficult to remove. As a result of the difficult removal, he has developed an intact red rash under the mass for the past 1.5-2 months, usual wear time is five (5) days.